Event description:
A report was received that the patient underwent a pocket revision for an unknown reason.

Event description:
A report was received that the patient underwent a pocket revision for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for revision was discomfort at the pocket site.